Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain. The head, liner and cup were replaced.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products- part: 12-162609 name: cocr integral centralizer lot: 204490, part: 12-139012 name: endo ii mod head lot:? 730590, part: 162656 name: ingle ansr impct dstl pstnr lot: 628330.

Event description:
It was reported that a patient underwent a revision procedure due to pain.